Event description:
Clinical study. Same case as 2134265-2009-02764. It was reported that post a coronary artery stenting procedure, the patient experienced restenosis. The lesion being treated in the index procedure was 3.50mm, 90% stenosis, 40.0mm long portion of the proximal left circumflex (lcx). The lesion was predilated with a 3.00x15mm balloon at 18 atms. The 3.00x20mm taxus express2 was deployed at 8 atms and taxus express2 3.50x20mm was deployed at 14 atms, stents were implanted in the lesion. A kissing balloon technique (kbt) was performed with the 3.00x15mm at 12 atms and 2.50x15mm at 16 atms. Post intravascular ultrasound (ivus) was performed and the stents were well positioned and expanded. The procedure was successfully completed without any problems. There was no gap between the stents. The patient was discharged 15 days after the index procedure. In 2008, the patient experienced 75% restenosis in the distal left circumflex (lcx). During the percutaneous coronary intervention (pci) procedure the following month, a balloon catheter was used during the procedure. The patient was hospitalized and later discharged or plavix, anplag, bayaspirin and heparin. Patient condition listed as "resolved".

Event description:
It was further reported that the patient's hospitalization at index was prolonged due to diabetes and was discharged 15 days later on plavix, anplag and bayaspirin. In (B) (6) 2008, the restenosis in the distal lcx (proximal lcx by (B) (6) lab report) and stenosis in the 1st obtuse marginal were confirmed with no ischemic symptom noted. In (B) (6) 2008, the 75% stenosed target lesion located in the distal lcx was 26.0mm long with reference vessel diameter 2.75mm. The lesion was treated with a plain old balloon angioplasty (poba). Residual stenosis was 0% with timi flow 3. The 99% stenosed target lesion located in the 1st obtuse marginal was 13.0mm long with a reference vessel diameter 2.00mm. The lesion was treated with poba. Residual stenosis was 0% with timi improved from 0 to 3. It was noted that the restenosis in the distal lcx and 1st obtuse marginal was resolved. The patient was discharged 2 days later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed an no issues or discrepancies were found and the device met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Manufacturer narrative:
(B) (4)